Manufacturer narrative:
The investigation into the reported issue has been completed. Console logs were consistent with what was reported in the complaint. During case start step 3, the user was instructed to connect the impella catheter. 20 seconds later, the epm reset because the console did not detect a pump. After the epm reset, the user was prompted with a different iteration of step 3 instructing the user to connect grey connectors. Console was tested after arriving in field service. The reported issue was unable to be reproduced while testing on an engineering lab bench. Console was able to detect the pump without any issues. The pump detection issue was due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a mitigation in place.

Event description:
The automated impella controller (aic) had a ¿connect grey to grey connectors¿ error after the purge cassette was inserted, during priming. The screen displayed pictograms related to previous retired impella models. Task aborted, and different aic utilized for priming and subsequent impella support without issue.